Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump stopped during a procedure. Power cycling the pump did not restore functionality. The clinician hand cranked the pump to maintain flow. During hand cranking, a pump runaway error was displayed. The over ride option was then selected and the pump regained operation for the remainder of the case. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump stopped during a procedure. Power cycling the pump did not restore functionality. The clinician hand cranked the pump to maintain flow. During hand cranking, a pump runaway error was displayed. The over ride option was then selected and the pump regained operation for the remainder of the case. There was no report of pt injury. It was reported that when the operator checked the pump menu, the designated pump had changed. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.